Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 99 stenosed target lesion was located in the severely tortuous and mildly calcified vessel. A 4.0mm x 40mm x 40cmsterling balloon catheter was advanced and was initially inflated at 8 atmospheres for 2 minutes. However, during the second inflation at 8 atmospheres for 2 minutes, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient condition was good.